Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years, 5 months due to severe aortic valve stenosis. Per the op report, intraop transesophageal echocardiogram showed evidence of normal biventricular function and there was evidence of severe aortic stenosis. During explantation of the device, there was fusion of the left and right coronary cusps of the valve with extensive ingrowth of fibrous tissue. The device was explanted and replaced with a new edwards prosthetic valve. Post-implant echo showed evidence of normal biventricular function with no evidence of aortic insufficiency. There were no operative complications.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the reported fused valve cusps with fibrous ingrowth likely caused the patient's stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.